Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. The international affiliate was contacted and informed on reprocessing of the device was requested. No response has been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. On an unspecified date, it was reported that the connecting tube on the back of the regulator leaked. No specific details were provided. No info was provided if the leak occurred during or prior to pt use; however, the customer contact indicated there were no reported adverse pt effects and no reported delay of therapy. No medical interventions were required. Though requested, no add'l info was provided.